Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was also performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation for this lot was reviewed and was conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. (B)(4). Explanted helica blade during the procedure. Device is not expected to be returned for manufacturer review/investigation, disposed of by facility. There is no report of a product malfunction, this device cannot be disassociated from the reported adverse event. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported intra-operatively, that during a next generation trochanteric fixation nail system (tfna) procedure, surgeon had to explant the helical blade with a helical blade/screw extractor and replace with a lag screw because blade had shifted far into varus and distracted the fracture. Procedure was successfully completed without any surgical delay. Patient/status was reported as "stable". This report is 1 of 1 for (B)(4).